Manufacturer narrative:
Age at time of event: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left subclavian artery. A 8.0 x 80, 75 cm charger balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.